Event description:
It was reported that this right ventricular (rv) lead showed a pacing impedance increase greater than 3000 ohms, which is high out of range and an automatic safety switch from bipolar to unipolar configuration occurred. The lead was tested in-clinic and the lead additionally showed high capture threshold and failure to capture. Provocation testing was performed in bipolar and it exhibited noise when moving the arms in multiple planes, causing inhibition of pacing. The device was reprogrammed to unipolar configuration as it showed no inhibition of pacing. The health care professional (hcp) discussed the observations are consistent with a lead conductor fracture and a chest x-ray was scheduled. The hcp decided to continue to monitor the lead until a definitive decision is made. The rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Investigation summary: with all available information, boston scientific concludes that unknown factors most probably contributed to the event. This product was not returned by the customer as evidence suggests that it remains in service. If the product is explanted and returned for analysis, a supplemental report will be provided. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: the complaint device was not returned to boston scientific as evidence suggests that it remains in service. Product record reviews did not identify a potential product quality issue or new patient harm. Analysis of available information did not identify specific complaint cause. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: it can be concluded that unknown factors most probably contributed to the event.

Event description:
It was reported that this right ventricular (rv) lead showed a pacing impedance increase greater than 3000 ohms, which is high out of range and an automatic safety switch from bipolar to unipolar configuration occurred. The lead was tested in-clinic and the lead additionally showed high capture threshold and failure to capture. Provocation testing was performed in bipolar and it exhibited noise when moving the arms in multiple planes, causing inhibition of pacing. The device was reprogrammed to unipolar configuration as it showed no inhibition of pacing. The health care professional (hcp) discussed the observations are consistent with a lead conductor fracture and a chest x-ray was scheduled. The hcp decided to continue to monitor the lead until a definitive decision is made. The rv lead remains in service. No adverse patient effects were reported.